Event description:
It was reported that while using bd facslyric¿ 3l12c instrument there was carryover. There was no report of user impact. The following information provided by the initial reporter: it was reported by the customer carryover occurring on the lyric.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Common device name: flow cytometric reagents and access.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report (B)(4) was sent in error. (B)(4) is duplicate of (B)(4). H3 other text : see h.10

Event description:
It was reported that while using bd facslyric¿ 3l12c instrument there was carryover. There was no report of user impact. The following information provided by the initial reporter: it was reported by the customer carryover occurring on the lyric.